Event description:
Reference number (B)(4) event occurred in turkey. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was on hip. The infusion set was in use few hours. During the event, patent was treated with correction dose from pump no further information available.